Manufacturer narrative:
The hospital did not file a complaint with the distributor but reported the incident to the health authorities only. The incident presumably happened on reported event day. The health authorities informed the distributor, who gathered additional information from the user and then filed a report with us seven months later. Due to the long time elapsed only limited information could be obtained about the precise nature of the injury. The device has not been made available to us. Tests were performed on the retained samples. All samples performed within limits although the lot of the device (40917-741) had already expired in september 2006. No conclusion as to the precise extent of the injury (it has been described as insignificant, treatment was not deemed necessary) and a possible cause for it can be drawn.

Event description:
During an electrosurgical procedure (tur) performed with an erbe icc 350 an electrosurgical grounding plate was used. The electrode had been placed on the right thigh. Ten minutes into the procedure a spot sized burn was observed at the edge/border of the electrode. The injury was later diagnosed as "insignificant" and has not been treated. The patient had not been shaved as this was deemed not necessary (according to the report received).